Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the pressure ulcer was caused by the statlock stabilization device was inconclusive due to the nature of the complaint and the condition of the returned sample. Two photographs were provided for investigation. The physical sample was not returned for investigation. Both photos show the statlock IV ultra neonate stabilization device. What appeared to be redness and impressions were visible near the corner of the blue retainer . One retainer is shown partially removed from the patient in the first photo. The securement device is fully dressed in the second photo. Whether the reported event was caused by the statlock stabilization device or other contributing factors could not be determined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a 5-year-old patient develop a pressure ulcer from a piv secured with a neonatal statlock. They stated there were ¿other factors¿ contributing to the pressure ulcer. The facility states that pivs cause 37% of their pressure ulcers. They state that the neonatal statlock is digging into the skin of the patient. The facility states that ¿the blue portion of the neonatal statlock is actually longer than the standard statlock¿ they also claim that the blue edge closest to the catheter insertion site is less secure on the adhesive tab compared to the ¿regular one¿ where they¿ve seen it can ¿dig into the infant¿s skin¿.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a (B)(6)-old patient develop a pressure ulcer from a piv secured with a neonatal statlock. They stated there were ¿other factors¿ contributing to the pressure ulcer. The facility states that pivs cause 37% of their pressure ulcers. They state that the neonatal statlock is digging into the skin of the patient. The facility states that ¿the blue portion of the neonatal statlock is actually longer than the standard statlock¿ they also claim that the blue edge closest to the catheter insertion site is less secure on the adhesive tab compared to the ¿regular one¿ where they¿ve seen it can ¿dig into the infant¿s skin¿.